Event description:
A customer contacted baxter's technical service center regarding a home choice (hc) and the home patient (hp) was using the same bags from therapy the previous night. The hp stated he had an alarm the previous night and was told to start over with a new cassette. The technical service representative (tsr) advised the hp to start over with a new cassette and all new bags. The hp understood and would start over with new supplies. The peritoneal dialysis nurse (pdn) contacted product surveillance (ps) on (B)(6) 2012 regarding the home patient (hp) that reused solution bags. Per the pdn, she knew about the alarm and stated they had a conversation about changing out all the supplies. The pdn stated the hp is aware of the proper procedures. The pdn stated the hp was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for use error-reuse of single use product is confirmed due to the use error described by the home patient, who had reused supplies from therapy from the previous night. A labeling review found the labeling to be adequate for the use/user error identified in this incident.